Event description:
It was reported that a newly created department used the solo catheter. After the catheter had been in patient for one month, the nursing personnel maintained the catheter and found that the graduations on the catheter disappeared. The patient asked for catheter removal and placement of another one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of faded depth markers is confirmed. One 5 fr dl powerpicc solo catheter was provided for evaluation. Evidence of use and residual adhesive material was present on the extension tubing and on the catheter length up to the 7 cm depth marker. Microscopic observation of the catheter printing on the catheter segment proximal to the 7 cm depth marker revealed the printing to be partially faded in some regions and completely worn closer to the 0 cm depth marker. The printing on the bifurcation hub was also partially worn out at "5 fr" region. The faded printing appeared to have occurred at a region with the adhesive use residue present on the surface. Based on the condition of the returned sample, the securement dressing, and cleaning solvents applied may have been contributing factors. Since the depth markers were observed to be partially and completely worn out, the complaint is confirmed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew3096 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a newly created department used the solo catheter. After the catheter had been in patient for one month, the nursing personnel maintained the catheter and found that the graduations on the catheter disappeared. The patient asked for catheter removal and placement of another one.